Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was implanted to improve the patient's quality of life while exercising. This specific model was chosen for the minute ventilation feature. After implant the patient still struggled with exercise and experienced moments of dizziness. During a follow-up, a technician observed one beat of loss of capture and a revision procedure was scheduled. During the revision, no issues were identified but this device was replaced with a competitor product in the hopes of further improving the patient's exercise performance via new features. The competior leads were also replaced during the revision. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.